Event description:
International affiliate reports patient had fusion of l4/s1 with expedium and synthes t-pal spacer system. The patient experienced breakage of the rod above the concomitant device screw located at l5 on the right side. There was no trauma. However, it was reported that the patient has a very high activity level as he is working as a service technician for truck tires.

Manufacturer narrative:
Scanning electron microscopy analysis of the returned moss miami si prebent rod showed the fractured surface exhibited evidence of fatigue striations that extend down from the crack initiation site towards final fracture. No material defects or other abnormalities were observed during this analysis. A review of the device history record for the rod production lot found no discrepancies were observed during the manufacturing and release of this device that could have contributed to the problem reported by the customer. As such, this device was released accomplishing all quality requirements. No definitive conclusions could be made based on examination of the provided x-ray. A 12-month review of the complaint trend analysis for the rod product code noted that there were no other reported complaints other than this one for issues associated with fracture of prebent rods. The root cause of the rod fracture cannot be positively determined. However, as indicated, sem analysis showed the fractured surface exhibited evidence of fatigue striations extending from the crack initiation site towards final fracture. No corrective action/ preventive action is necessary at this time as there have been no issues identified in the manufacturing and release of the prebent rod, nor has there been any systematic trend. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.